Event description:
On (B)(6) 2012, the patient contacted animas and stated the keypad buttons were intermittently unresponsive. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 07/01/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/04/2012 with the following findings: the keypad was intact without peeling or visible damage. All of the keypad buttons responded appropriately when pressed and were fully functional with normal spring back or click. The keypad cover was removed for investigation of the condition of the button contacts with no issues found. Testing was unable to confirm or duplicate the allegation of an intermittently unresponsive keypad.